Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returmed.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels (635 mg/dl), and diabetic ketoacidosis. Subsequently, the customer was admitted to the intensive care unit. The cause for elevated bg levels was unknown. Customer was treated through intravenous insulin and fluids while in the emergency room. Upon being released from the emergency room and being admitted to the intensive care unit, customer's bg level had lowered to 335-400 mg/dl. Customer was treated through intravenous insulin and fluids, and released from the hospital approximately 6-7 days later. Upon being released from the hospital, customer's vision was blurred and customer's neuropathy had become "worse".